Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage and was dislodged. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasions. This type of damage is consistent with repeated stress over time brought about by lead-on-lead contact coupled with movement. The analysis could not confirm the allegation of dislodgement.